Event description:
This ra lead was implanted on (B)(6) 2004, and remains implanted at this time. A product experience report was received on (B)(6) 2018, stating that this lead had noise on both unipolar and bipolar, oversensing, pacing inhibition, and impedance with low pacing less than 200 ohms. The unipolar safety switch alert occurred on (B)(6) 2018, after device change. The physician was dr. (B)(6), at (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).